Manufacturer narrative:
After 2.5 hrs later, an azm sales representative visited the hospital with loaner device, but the patient already passed away. Azm sales rep evaluated the thermogard console (sn (B)(4)) and confirmed the reported complaint of 'air trap' error message during power on and during archive event log review. The reported 'air trap' error code was identified in the event log on the event date occurred. The root cause of the reported issue was due to loose connection of the air trap cable as result of user error. To remedy the issue, the air trap cable was reconnected unto the console. Thermogard console was tested and passed all the functional test and as expected, it is ready for clinical use. The patient was in critical condition and passed away shortly after admission. Per reporter, the physician does not attribute the patient's death to the use of console; the condition of the patient was critical and died because of illness. In agreement with a customer, no patient injury or death attributable to zoll product.

Event description:
As reported, prior to patient therapy, the user's thermogard xp ivtm system (sn (B)(4)) alarmed with 'air trap' error message on the display screen. The customer claimed that the thermogard console had functioned properly with another patient on the same day. The user powered on/off the console and reconnecting the cables but the error could not be cleared. The user facility did not continue with therapy. The patient was hospitalized for multiple injuries suffered from a car accident and was later reported that the patient had passed away. In a statement, the facility physician mentioned that the patient death was not related with the thermogard malfunctioned but due to the condition of the patient's injuries.